Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported infusion set malfunction as the tubing came away from the cannula end of the set. Subsequently, the patient took another set from the same box, checked it and it functioned well. No further information available.